Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient had stimulation in the wrong location. The patient was having a lead revision today due to stimulation in the rib and belly area. The patient used high settings and the manufacturer representative inquired as about the battery longevity. Based on 6.0 v, 360 us, 40 hz, -++-, about 13 months from doi (date of implant), which information was going to be provided to the patient¿s physician. It was indicated that reprogramming had been attempted and no malfunctions were seen. Additional information received reported that the lead was revised more midline and caudally.the patient had great coverage.

Manufacturer narrative:
(B)(4).